Manufacturer narrative:
(B)(4). Device was not returned to the manufacturer for evaluation. We are unable to determine the cause of the event. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.

Manufacturer narrative:
The attachment tab is completely broken off from edge to edge. Downward plastic deformation noted on both side of fracture and direction of fracture surface river lines suggest bend stress overload. The location, direction, and amount of force required in order induce fracture of the shaft consistent with application of excessive force.

Event description:
It was reported that the bottom jaw of the instrument was broken off during surgery. No patient complications were reported.